Manufacturer narrative:
Investigation into this event found that biased phyt qc results were obtained. Two lots of phyt slides were assessed on two different vitros 5,1 fs analyzers. Calibration with a different lot number of vitros calibrator kit 9 resolved the biased qc results. Evaluation of instrument responses for the calibrator kit 9 in question showed a typical instrument, responses. This data suggests that the calibrator kit 9 in question (lot 0956) may have been compromised and are most likely the cause of the biased qc results. No pt results were reporting during the time of this event. The most likely root cause of the biased phyt qc results is a compromised calibrator kit 9.

Event description:
A customer observed biased quality control results with two lots of vitros phyt slides on two vitros 5,1 fs analyzers. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There were no pt results reported and there was no report of pt harm as a result of this event.